Manufacturer narrative:
Two (2) expedium dual innie quick-connect polyaxial screwdrivers [product code: 2797-22-400] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at each of the drivers¿ distal tips, the second half of the tips were not provided with either device. Device samples were then sent to fracture analysis. The fracture analysis report suggests that each of the drivers underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination sites. No material defects or other abnormalities were observed in this analysis. Device met hardness specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for both driver distal tips breaking cannot be positively determined. However, the fracture analysis report suggests that each of the drivers underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination sites. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The star-drive tip of the screwdriver broke off in the head of the screw during insertion. This was replaced by the same screwdriver, which also broke off during insertion. The screws used were large diameter rescue screws (8mm) and the patients bone was hard. The surgeon used a t-handle on the screw driver for ease of insertion. I replaced this with the old-style screw driver, which has a round tip. This screwdriver worked. Due to the tip being stuck in the head of the screw, removing both screws was difficult and added 45 minutes to the procedure.